Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 32 x 2.50 stent delivery system (sds) was returned for analysis with a non-boston scientific stent protector and mandrel attached. Following soaking at 37 degrees to facilitate mandrel and stent protector removal both were removed distally without issue. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-feb-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 2.50 promus premier select drug-eluting stent was advanced to treat the lesion; however, the stent did not pass through the lesion. The device was removed from the patient's body and the procedure was completed. No patient complications were reported. However, returned device analysis revealed stent damage.